Event description:
It was reported that the surgeon was using the smallest dilator to locate the disc space of l4-l5 approaching from the patients left side. The dilator was connected to the nerve integrity monitor, which was reported to be operating as intended. The surgeon used a mallet to tap the dilator into the disc. A/p fluoroscopy revealed the tip of the dilator was embedded approx 5mm into the lateral vertebral body of l4. The surgeon attempted to remove dilator, however, the tip of dilator remained embedded in l4 vertebral body. The same surgeon with assistance from the approach surgeon then again used fluoro and additional instruments to retrieve the broken off tip. The nerve monitoring system provides feedback to the surgeon and or team to assist in the localization and assessment of spinal nerves and verification of placement of spinal instrumentation to avoid injury to at risk nerve roots.

Manufacturer narrative:
As of the date of this report, the product has not been received by the manufacturer for evaluation. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. "Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. Despite attempts to obtain such information from the reporter, medtronic is unable to complete form 3500a."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.